Event description:
An ob-gyn lodged a complaint with the state dept. Public health against another ob-gyn regarding a copper-releasing iud he had removed that was grossly oxidized after only one or two months of insertion and that did not appear to look legitmate. Dph legal office has two of these iuds of questionable origin, a removed paragard t 380a intrauterine copper contraceptive iud (apparently the only FDA approved copper-releasing iud currently being marketed), and an unused paragard t 380a iud.